Event description:
A (B)(6) female patient underwent aaa repair on (B)(6) 2010. The patient had a history of artificial vessel replacement of ascending aorta and aortic arch. She also had a history of right femoral operation (for tube insertion). The patient's anatomical form was not suitable for endovascular repair since the proximal neck angulation was 75 degrees to axis of aaa. The diameter of the terminal aorta was also narrow (minimum part 12mm/maximum part 18mm). The mainbody was inserted with left approach. The procedure was performed as labeled. An angiography revealed that type iii endoleak occurred. After inserting a pta balloon catheter from each contralateral and ipsilateral side, kissing balloon technique was performed to seal the both connection site. However, the type iii endoleak was not resolved. Next an angiography was performed, inflating the balloon at the contralateral side to block the blood flow. At that time, it was confirmed that there was no leak at the ipsilateral connection, so the physician judged that the type iii endoleak was from the contralateral connection site. The physician additionally placed another manufacturer's stent at the contralateral connection site. And then, an angiography revealed that type ii endoleak occurred from collateral vessel and the contralateral type iii endoleak still remained. The physician judged the contralateral type iii endoleak would be resolved after the procedure and decided to take a wait-and-see approach.

Manufacturer narrative:
(B)(4). Event evaluation - still under investigation.